Event description:
It was reported the customer was receiving no delivery alarms during bolus deliveries. The mother stated her daughter's blood glucose was 400 mg/dl. She stated the no delivery alarm was resolved by an infusion set change. The mother was unable to troubleshoot for her daughter's insulin pump. The customer was advised to call back when the alarm occurs. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).